Manufacturer narrative:
Block b3: exact date unknown, event occurred few years ago from the date the manufacturer was made aware. D6b: explant date: few years ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 , model: sc-2218-50 , serial: (B)(6), batch: 5080203/5085468.

Event description:
It was reported that all components were explanted due to an unknown reason. No further information has been obtained despite good faith efforts.